Manufacturer narrative:
DHR review: the complaint lot# is 3048102, sku is 383318, assembly in suzhou plant on 2023.mar.13, lot quantity is (B)(4) ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no returned sample was sent back, and one picture of reported sample provided, it shows the needle is still in the shield. Combined with the reported information, the plastic shield drops off before the needle retracted completely, safety activation function failure retain sample analysis: sampling (B)(4) ea from the retain sample of the same lot to check product function, product safety shield activation function is good. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, needle is exposure to air. Possible reasons for this type of failure may including: 1. The assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly 2. Product safety shield is pulled during manual assembly flow or manual packaging. Thess risk will cause the outer shield drops off before the needle retracted completely. Current manufacture already has control procedures as below to defect and prevent this kind of defect: 1. 100% inspection for the gap between outer and rubber is performed at the last station of assembly 2. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield there is no defect sample returned for further confirmation (check the rubber assemble status, material dimension. Etc), the defect sample picture provided which only shows the status after use, cannot help to identify the typical defect feature, so the root cause is not clear, one of the possible cause above is the most likely root cause. Meanwhile, following the IFU, take the puller and keep the component down can activate needle safety function. H3 other text : see narrative.

Event description:
Sample is frozen by chinese customs. No additional information provided.

Event description:
It was reported that unspecified amount of the bd saf-t-intima¿ straight yel 24ga x 19mm needle detached with the of the safety system. The following information was provided by the initial reporter, translated from french to english: when the needle was removed after puncture, the cap came off with the rest of the safety system. (Several cases reported: during removal, the needle comes out of the safety system). No consequences for the patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.